Event description:
Customer's mother reported that the customer was hospitalized with a high blood glucose over 500 mg/dl. He was treated with an IV drip. She also reported that the insulin pump was cracked on the screen after being dropped on the carpet. She also reported that there were issues with the sensor and that they had received lost sensor alerts and that they did not adhere to the body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.